Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced distorted vision. Clinical reason being mentioned as dislocated iol (intraocular lens). The iol was explanted and exchanged for an unknown atiol following the secondary implant procedure. Additional information has been received that the patient did not get an iol (intraocular lens) exchange and procedure was completed by reposition of the lens.